Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: patient sustained a tibial shaft fracture on (B)(6) 2012. On (B)(6) 2012 the patient was treated with a locking compression plate-distal tibia (lcp-dt). On an x-ray, taken on an unknown date the bone appears to heal but a CT scan (on an unknown date) shows possible pseudoarthrosis. The callus is partially formed and there is a risk of re-fracture with this symptomatic state. Patient underwent additional ultrasound therapy. The patients condition has not changed and currently walks without an axillary crutch. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.